Event description:
Information was received indicating that this cassette reservoir exhibited leakage. The cassette was leaking when compounding and when removing air as well as leaking in the internal bag. There was no patient involvement.

Manufacturer narrative:
Device evaluation summary: one cassette was returned for analysis in used condition. Visual inspection of the cassette found no discrepancies. Functional testing included use testing. A syringe was used to infuse water into the ay bag, on the returned sample. Leakage was found on the corner top of ay bag of the sample. The customer's reported problem was able to be duplicated. The design history review was performed. Based on the evidence, the compliant was confirmed. The root cause was attributed to manufacturing of the sample.